Event description:
It was reported that the device delivered inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp) for a non-ventricular arrhythmia. The patient was treated with medication to resolve the event. The patient was stable and there were no adverse consequences.